Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 1, 2025 ¿ april 2, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was leaking from the luer lock. During therapy, it was observed that blood was backing up from the patient¿s intravenous site and leaking from the port site (luer lock). A mixture of normal saline and blood was leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.